Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm during bolus. Customer's mother stated that the customer had been experiencing high blood glucose levels and wanted to verify that the device was functioning properly. Blood glucose level at the time of the incident was 246 mg/dl. Customer had a blood glucose level of 400 mg/dl several nights before the call. Customer stated that she would perform a complete set change and call back if she received another no delivery alarm. The customer will not return any products for analysis.